Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Unable to confirm the new software release detected alarm and unable to perform any tests due to blank display. Pump received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address/serial number label and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump had blank display with new software release alarm. Customer¿s blood glucose was 194.4mg/dl at time of incident. Customer states that insulin pump was exposed to fluid. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.